Event description:
Customer called to report two incidents in which the leakage was noted at the tubing to syringe adapter connection during patient use while infusing morphine. There was no reported patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made, should the reported device be returned and evaluated a follow up report will be submitted.